Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power up. The last person to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The cause for the monitor not powering up has been isolated to an intermittent connection at pin 25 of the flash memory. The intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.